Event description:
The doctor could not deploy the bands after intubating the patient. The dry-fire technique was used. The bander was tight on the scope. The device was removed and tested outside the patient. The device did not fire.